Event description:
It was reported valvulotome would not re-sheath/retract for removal. On the third attempt it did re-sheath enough to withdraw without injury.

Manufacturer narrative:
We have not received the device for investigation. Hence, we could not conclusively determine the root cause of the reported incident. However, previous investigations into this issue have found the failure was due to centering hoop to wire welding error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. Due to reports of similar issues, a CAPA has previously been opened to address this issue. This lot passed the quality control testing during manufacturing and met acceptance criteria for release. Additionally, we have not received any other complaints of a similar nature for devices from this lot.